Manufacturer narrative:
Section d, UDI# (B)(4). Initial reporter phone and fax#s: (B)(6). Device evaluation: result - no sample was received for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4302204. Manufacturing, training, preventive maintenance, and needles raw material were reviewed and no issues were noted. Conclusion - the reported condition for broken needle based on investigation results is not related to manufacturing operation. The failure mode could be associated to the insertion technique used by the physician. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported the anesthesiologist was using the suspect device to perform a spinal anesthesia when the needle fractured and remained in the l4-l5 space. A new puncture was performed at the l3-l4 space with a different needle and without issue. Following completion of the cesarean section, the needle fragment was removed by radioscopically but only one fragment was removed. The neurosurgery team was then called to remove all remaining needle fragments.